Event description:
During a laparoscopic lower anterior resection procedure, it was reported that the plcr60b reload fired but failed to produce completely formed staples. Another device was subsequently used to complete the anastomosis.

Manufacturer narrative:
Visual inspection of the plcr60b reload showed damage consistent with its having been improperly loaded into the i60 housing. The improper loading is believed to have caused or contributed to the observed event.